Manufacturer narrative:
(B)(4). Batch # 203a22. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc10 device was received with the firing knob detached and with a reload loaded in the device. In addition, the knob was received inside of a plastic bag. The reload was received fully fired and with the tip broken. No functional test could be performed due to the condition of the device the event described could not be confirmed as the reload was received fully fired. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat between the forks. Any ¿bunching¿ of tissue along the reload or scale may result in an incomplete staple line. Tissue to be transected must be located between the arrows marked on the instrument jaw. Any tissue located outside of the arrows is out of the stapling range. The damage to the firing knob is consistent with attempting to fire the device over a locked cartridge. The condition of the reload is related to improper use of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an unknown procedure, when they used it, the product was not working and was stuck. There were no patient consequences.